Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an internal fixation surgery, the reducer connector of one (1) reducer broke off. No pieces fell into the patient, and all the broken pieces were accounted for. The procedure resumed, after a non-significant delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed that a piece of the reducer adapter broke off. This piece was not returned. Also the reducer rod was not returned as well. The device shows signs of significant wear and use. A device history records review was not performed for this event because according to the device evaluation; no manufacturing, packaging or labelling defects were associated with the reported failure. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.